Manufacturer narrative:
Balt USA reference # (B)(4). Investigation results pending analysis from supplier, balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "6x12 eclipse got stuck in onyx. Operator tried to pull out but the catheter stretched and eventually snapped. The balloon was left in the eca. No harm to patient." (B)(6) 2024 update - additional information received from the issuer: could you tell us which product was refluxed ("there was a little reflux near tip of balloon.")? Their was a little onyx near tip of balloon. Operator saw this and inflated the balloon some more. Could you confirm us that the entire device has been removed from the patient? It was not removed. Half of it was left in patient as it snapped and broke up trying to take it out. Could you please give us information on patient's status? Fine no issues could you please tell us confirm us that the lot number of the affected product is not identified? Don't have.

Event description:
It was reported that: "6x12 eclipse got stuck in onyx. Operator tried to pull out but the catheter stretched and eventually snapped. The balloon was left in the eca. No harm to patient." 08jan2024 update - additional information received from the issuer: could you tell us which product was refluxed ("there was a little reflux near tip of balloon.")? Their was a little onyx near tip of balloon. Operator saw this and inflated the balloon some more. Could you confirm us that the entire device has been removed from the patient? It was not removed. Half of it was left in patient as it snapped and broke up trying to take it out. Could you please give us information on patient's status? Fine no issues could you please tell us confirm us that the lot number of the affected product is not identified? Don't have incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4). The complaint investigation was performed by supplier balt extrusion. Summary as follows: the affected device has not been returned to balt extrusion for inspection. This investigation is based on the incident description and the data gathered during our post-marketing surveillance program for such failures. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. The lot number has not been provided so the lot history records cannot be reviewed. However, during the manufacturing process of eclipse2l, several tests are performed: the braid, the tube, and the balloon are 100% controlled with a visual inspection during the manufacturing process. A tightness test of the balloon is also performed on every unit per manufacturing process instruction. The integrity of the microcatheters is 100% controlled. If the affected catheter has not validated one of these steps, the eclipse2l would not be released from production the incident description mentioned that there was a " little reflux near tip of balloon" the physician "tried to take balloon out. Balloon wouldn't come". We were not able to identify the conditions under which the issue occurred, and which manipulations were applied by the physician. However, according to our post-marketing surveillance program, such blockages are likely caused by the embolic agent reflux beyond the catheter's distal extremity during the injection, then unlikely linked to the eclipse2l device. The incident description mentioned also that the eclipse2l was broken "the balloon stretched and snapped off ". This damage results of an excessive strength applied during removing of the catheter as mentioned in the incident description "tried to take balloon out. Balloon wouldn't come. He ended up pulling harder." As mentioned in the instruction for use, it is necessary to follow the recommendations during the removal of the catheter " avoid advancing or withdrawal against resistance before the cause of resistance is determined" we also reviewed our risk management file documentation and the failure mode " entrapped device: rupture of the catheter" due to "embolic agent reflux on the catheter" with failure effect " exposure to mechanical forces" is already identified in the workbook rmw-006 ufmea. However, a new harm with lower severity had been identified: "no harm extension of procedure". In conclusion, the incident reported (embolic agent trapping) cannot be linked to a potential technical failure of the balloon catheter eclipse2l. A comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. No such increase in the rate of occurrence has been observed. However, this issue will remain subject to continued tracking. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.